Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before a gastrectomy procedure, once the reload was loaded onto the handle. The reload was unable to be closed. To resolve the issue, the handle was replaced. There was no patient involvement.